Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, infection (early onset), and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: seroma, infection (early onset), and necrosis. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare provider reported right side "cloudy serous fluid, infection, mild erythema, swelling, pain, elevated temperature, air bubbles, and nonviable soft tissue." Healthcare professional additionally reported "previous breast cancer;" this event is not device related. Device was explanted.